Event description:
My baby took a lead test that was normal on (B)(6) 2021. The recall led to a retest and her levels were elevated. We now have no idea if they were elevated back in (B)(6) which means 6 months of potential harm due to the failed test. FDA safety report ID# (B)(4).